Event description:
It was reported that the lead adaptor was explanted following a patient alert for high defibrillator lead impedance greater than 200 ohms. The adaptor had a complete fracture. No patient complications were reported as a result of this event.